Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rotaburr was stuck in the lesion and detachment occurred. The 10mm x 3.5mm, 90% stenosed target lesion, contained a 90 degree bend and was located in a severely calcified proximal to mid right coronary artery. Ablation was performed five times with a 1.50mm rotalink plus. Ablation was performed initially at 182,000rpm with rotational speed decreasing 3000 rpm, the 2nd at 178,000rpm with rotational speed decreasing 10000 rpm, the 3rd at 176,000rpm with rotational speed decreasing 8000 rpm, the 4th at 172,000rpm with rotational speed decreasing 4000 rpm. The first 4 ablations lasted between 16-20 seconds each. The 5th ablation was performed at 172,000 rpm for 9 seconds with rotational speed decreasing 4000 rpm. During ablation, the burr was kept moving back and forward and was not inserted to the spring tip of the rotawire. After the 5th ablation, the burr was stuck in the lesion; however, the advancer knob was "free". The physician cut the proximal end of the drive shaft. A non-bsc guide extension catheter was advanced to the burr and the burr was able to be successfully removed. Upon removal, it was noticed that the rota burr had separated from the drive shaft but remained on the rota wire. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
The complaint device was returned for analysis. The catheter sheath was returned for this device, no housing was returned. The unit was returned with a guidewire running through the device. The rotablator unit was inspected. The catheter burr was broken from the distal coil. The annulus of the burr was examined and no issues were noted. The burr was examined and it was noted that the distal coil was broken in the proximal burr. The coil was inspected and noted to be stretched and broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the rotaburr was stuck in the lesion and detachment occurred. The 10mm x 3.5mm, 90% stenosed target lesion, contained a 90 degree bend and was located in a severely calcified proximal to mid right coronary artery. Ablation was performed five times with a 1.50mm rotalink¿ plus. Ablation was performed initially at 182,000rpm with rotational speed decreasing 3000 rpm, the 2nd at 178,000rpm with rotational speed decreasing 10000 rpm, the 3rd at 176,000rpm with rotational speed decreasing 8000 rpm, the 4th at 172,000rpm with rotational speed decreasing 4000 rpm. The first 4 ablations lasted between 16-20 seconds each. The 5th ablation was performed at 172,000 rpm for 9 seconds with rotational speed decreasing 4000 rpm. During ablation, the burr was kept moving back and forward and was not inserted to the spring tip of the rotawire. After the 5th ablation, the burr was stuck in the lesion; however, the advancer knob was "free". The physician cut the proximal end of the drive shaft. A non-bsc guide extension catheter was advanced to the burr and the burr was able to be successfully removed. Upon removal, it was noticed that the rota burr had separated from the drive shaft but remained on the rota wire. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.